Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient's weight but were not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the scs system. Surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Correction: b3 - date of event.